Event description:
Device issue: separated guide wire. Time of device issue: during the procedure. Adverse event: device embedded in vessel. Onset of adverse event: during the procedure. It was reported that stenting was performed at the bifurcation of the circumflex and left marginal, using a kissing balloon technique. The guide wire was blocked due to this technique; it was against the deployed stent and the vessel wall. It was impossible to remove the balance middle weight guide wire after stenting. The guide wire stretched when the physician tried to extract the guide wire with force. The guide wire was stretched and then separated. No intervention was reported and it is believed that the separated portion remains in the pt between the deployed stent and the vessel wall. No additional info is available.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received.